Manufacturer narrative:
The hbsag g2 elecsys cobas e 100 v2 reagent lot number is 812808, and the expiration date is 31-may-2026. The elecsys hbeag reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable false-positive results for elecsys hbsag and elecsys hbeag from the cobas 6000 e601 module. It was alleged that on an unknown date, the patient was mistakenly diagnosed with hepatitis b and was using a dialysis machine dedicated to hepatitis b patients. Refer to the attachment for all patient data. With sample 1, in (B)(6) of 2024, the patient reportedly had a non-reactive result for hbsag. With sample 2, on (B)(6) 2025, the patient reportedly had a reactive result for hbsag. With sample 2, from (B)(6) 2025, on (B)(6) 2025, the lab completed reflex testing with the hbeag test, and it was reportedly also reactive. With sample 3, on (B)(6) 2025, it was reported that the patient had a non-reactive hbsag and a reactive result of ahbs. On (B)(6) 2025, with sample 4, it was reported that a sample used for molecular testing was used and remained non-reactive for hbsag. The same sample was reportedly also used to test the viral load, which was not detected. With sample 5, on (B)(6) 2025, it was reported that the sample was non-reactive for hbsag, non-reactive for hbeag, non-reactive for ahbe, non-reactive for ahbcore total, and non-reactive for ahbcore igm, while the ahbs titer was reactive. There have not been any additional results from the patient provided after the use of the dialysis machine.

Manufacturer narrative:
Calibration and qc were reported to be within specification. There were sample pipetting alarms present in the alarm trace report. A field application specialist (fas) determined that there was an expired probewash solution, which is used to clean the reagent probe and can affect reagent carryover. The investigation determined that the root cause was missing or incomplete customer maintenance. The correct maintenance was performed, and the analyzer is working according to specification.